Event description:
It was reported that during the implant procedure that the physician was not able to "re-thread" the set screw back into the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. (B) (4) no anomalies were found; there was grommet and set screw damaged noted.